Event description:
A customer observed a negatively biased vitros phyt patient result while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected result for a single patient sample was reported to the clinician, and a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a negatively biased phyt patient result was obtained from the vitros 5,1 fs chemistry system. The investigation found no evidence to suggest that the result in question was caused by an analyzer malfunction. A definitive root cause could not be determined, however, a phyt reagent lot issue or a sample handling issue cannot be ruled out as contributing to the event. An alternate phyt slide lot has resolved the issue. (B)(4).